Manufacturer narrative:
(B)(4). Similar to device under 510(k) k090140. Summary of investigational findings: dilator, jugular introducer and the filter are returned for investigation. The function of the introducer is intact. Severe penetrations with two slits appear from 37.5 cm to 43 cm from proximal end. No signs of kink connected to the severe penetration. Furthermore, a minor penetration and a kink appear 24.5 cm from proximal end. Unsure if the penetration is emerged during advancement of the filter or attempt of removing the filter. The filter is in a normal configuration apart from one of the secondary filter legs is pulled down on the primary filter leg, most likely due to the penetration of the sheath. An exact root cause of the severe penetration can not be concluded. Under normal conditions the sheath is strong enough to accomplish the procedure, but it has been seen before that the sheath may kink if somehow exposed to excessive force e.g. Due to tortuous anatomy. If the filter is advanced through a kinked sheath, the filter legs may be prone to exceed the sheath wall. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: when withdrawing the filter, the sheath was scratched by filter. Patient outcome: the patient did not require any additional procedures due to this occurrence. The patient did not experience any adverse effects due to this occurrence.